Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01996 / 01997).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient alleges the need for a revision due to multiple hip dislocations. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and revision date, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01996/ 01997).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2013 due to alleged dislocations. Patient alleges surgeon stated the head was too small for the liner. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.